Event description:
It was reported that the leds would not show a or b on the device. There was no patient involvement.

Manufacturer narrative:
The investigation is in progress. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced dim u3 on display board. Replaced bezel assembly, air in line, front door, iui right, iui left, membrane frame. Replaced rear case recall completed. A review of the device history record showed the device had a manufacture date of 12jun2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to dim u3 on display board. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2014-0284 for ail. Ca-2018-0161 for iui damages. Ca-2015-0195 for lower hinge shroud.

Event description:
It was reported that the leds would not show a or b on the device. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the leds would not show a or b on the device. There was no patient involvement.